Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Greased table movement components. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2600 displayed error 430 and tilt/elevation error creating delay. There was no adverse patient involvement reported. There was no pt information reported.